Event description:
The customer reports nothing abnormal with the cvc and puncture. The nurse found some blood leaking at the puncture site. The customer reports that a black substance was noted around the disinfected area on the dressing and patient's skin. This issue occurred on multiple days. There was no obvious change of the patient from inserting the cvc to removing the cvc.

Manufacturer narrative:
(B)(4). The customer returned one single lumen catheter with box clamp for evaluation and provided also provided photos. A black substance was found around the box clamp location. No other defects or anomalies were observed. The overall length of the catheter body measured 157mm which is within specification of 154.5-163.5mm per product drawing. The returned catheter body was initially flushed to ensure no blockages were detected in any lines. The catheter was leak tested. With the distal end of the catheter occluded, water was injected into all the extension line of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. The box clamp was then removed from the catheter body, and the catheter was tested again. Still no leaks were observed. Reached out to the medical expert to better understand what could have caused this type of substance to be observed. After some follow up questions were answered by the hospital, the medical expert responded "I'm not sure what to make of it what it sounds like is a leak in the catheter, that might have caused a combination of substances in the dressing materials..and resulted in a black color. But I cannot find any specific information." However, because the catheter was able to pass all functional related testing, (no leaks) it cannot be confirmed that what was being injected would have ever came in contact with the skin on the patient. Or that the substances being injected would have created the black substance when coming in contact with the coating of the catheter. A query of the catheter material was also completed to better understand if there were any prior complaints similar in nature. No such complaints were found. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "if adverse reactions occur after catheter placement, remove catheter immediately." The customer complaint that a black substance was found on the skin of the patient was confirmed. The photos received showed a black substance appearing under the box clamp attached to the catheter body. However, the returned catheter passed all relevant dimensional and functional testing and a query of the catheter material revealed no other complaints of this nature had occurred before. A medical expert was contacted who also could not confirm where the black substance could have come from. The IFU provided within this kit, tells the user to remove the catheter immediately if a reaction from the catheter is encountered. Based on the sample received, the root cause of this investigation is deemed undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports nothing abnormal with the cvc and puncture. The nurse found some blood leaking at the puncture site. The customer reports that a black substance was noted around the disinfected area on the dressing and patient's skin. This issue occurred on multiple days. There was no obvious change of the patient from inserting the cvc to removing the cvc.